Event description:
It was reported: pt had a loss of efficacy of the therapy. It was noted when the device was checked high impedances were noticed. Impedances were above 2000 ohms on contacts 0 and 3. In the operating room, the impedance test was only on the lead and gave the same results confirming that the problem was with the lead. It was indicated the lead was revised, but surgeon will remove it and re-implant a new lead on another day. Pt outcome was indicated as "ok". Additional info will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.